Event description:
Reportedly, thirty episodes were recorded in the crt-d memories between (B)(6) 2019 and (B)(6) 2020 due to noise oversensing. The sensitivity is programmed at 0.6 mv. Preliminary analysis results confirmed the reported episodes showing noise oversensing in the ventricular channel, which most probably originated from external electromagnetic interferences (emi) and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, thirty episodes were recorded in the crt-d memories between (B)(6) 2019 and (B)(6) 2020 due to noise oversensing. The sensitivity is programmed at 0.6 mv. Preliminary analysis results confirmed the reported episodes showing noise oversensing in the ventricular channel, which most probably originated from external electromagnetic interferences (emi) and/or myopotentials.